Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image flickered and then blacked out, the device restarted without any sw operation, but the color was strange, e226 occurred and the power was turned off and on again. The event occurred during an unspecified procedure during sedation - device inside patient, which was completed with an olympus backup device, resulting in less than a 30-minute delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.